Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic inguinal ventral hernia repair, when mesh was being fixated, the handle was squeeze, there was difficulty squeezing it slowly and torquing and using too much counter pressure at the same time. The reload then bent in the middle of the shaft (not where it connects to the tacking device). There was also difficulty with loading the reload onto the handle and in pressing the "push to reload" button. After the loading issues were experienced, the reload was used in the patient. New tacker was used to resolve the issue. There was no patient injury.